Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking and was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, and there was a tip seal observation.

Event description:
It was reported that during an attempt to reposition the right ventricular lead the helix would not extend. It was further reported that the lead was being repositioned because the measurements were high. The lead was removed and replaced, and no patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead dislodged. During an attempt to reposition the right ventricular lead the helix would not extend. It was further reported that the lead was being repositioned because the measurements were high. The lead was removed and replaced and no patient complications have been reported as a result of this event.